Manufacturer narrative:
(B)(4). UDI: not available the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received an inappropriate shock due to noise on the rv lead. The lead was capped and a new lead was implanted.